Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they started to have a burning sensation shortly after their device was implanted and they had to take a steroid shot for rash and breakthrough pain. The patient's doctor wanted to remove and replace the patient's device because the device was not in the right position. The patient had problems with the device since they were implanted in (B)(6) 2015 and their body was rejecting the device. They had been to the emergency room and were experiencing a burning sensation in their back, stomach area, and down their legs. They wanted their device explanted and had been approved by their insurance. The patient was indicated for spinal pain and lumbar radiculopathy. No diagnostics, causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.